Event description:
During follow-up, and increase in threshold and impedance was noted. The physician implanted a new lead and ICD on the right side of the patient to resolve the issue, and the previous system was left inactive in the patient. The patient was in stable condition following the procedure.